Event description:
--

Manufacturer narrative:
Attempts to retrieve the device have been unsuccessful. As of today the explanted device has not been returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device was explanted due to premature battery depletion.

Manufacturer narrative:
The device was returned and analysis is on going.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.